Event description:
Burn from bovie right proximal posterior thigh area just below tourniquet, size of a quarter x 1 and 2 smaller areas. Leg scrubbed with hibiclens, prepped with alcohol, irrigated bone with antibiotic irrigation.